Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral grade ii capsular contracture rupture postoperatively. Due to breast pain, MRI was performed on (B)(6) 2021. The MRI result indicated bilateral rupture. As a result, the patient underwent bilateral removal and replacement with two 375cc mentor memorygel breast implant prostheses (catalog #: 3503754bc, right serial #: (B)(4), left serial #: (B)(4) on (B)(6) 2021. This report is for the right-sided prosthesis.